Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
Incorrect behavior - safety mode during level walking the pt fell, no reported injuries further information 02.02.2021: they said that the knee has been sent in for service, however he posted this comment publicly: "my wife is a aka and recently her leg failed where she fell and broke her arm...I am told the leg is to let you down in a slow manor however it went out from under here with zero resistance. Has anyone else experienced this with their leg?" And this one: "I will look forward to your questions, the prosthetic person we work with here has sent the leg to ottobock for inspection...my wife has been wearing your product since 2010 so is not new to it, this is her second leg the c-leg 4 and you can image her disappointment due to it will take 2-3 months for her arm to heal and it required surgery to repair the bone."